Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the too ventricular deployment of the valve could not be confirmed, patient factors (extensive valvular calcification, stj calcification) likely contributed to the decision to deploy the valve in a more ventricular position. Procedural factors (positioning of the devices prior to deployment) may have contributed to the lower than intended deployment position and resulting pvl. A second valve was deployed in a more aortic position which resolved the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a26mm sapien 3 valve was deployed via the left transaxillary approach. Extensive calcification was noted in the patient¿s ascending aorta as well as circumferential calcification at the sinotubular junction (stj). A surgical cut down was performed to access the left axillary artery and the esheath was inserted without issue. The native valve was crossed with standard technique and a balloon aortic valvuloplasty (bav) was performed. The commander delivery system was inserted and the valve was positioned at the annulus. The plan was to deploy the valve slightly more ventricular to minimize the delivery system balloon interaction with the calcified stj. Unfortunately, the valve was deployed in a final 50/50 position, resulting in significant paravalvular leak (pvl) / aortic regurgitation (ar) that most likely came from the sapien 3 skirt being sub annular. A second sapien 3 valve was prepped and deployed in a more aortic position. This resolved the pvl/ar. The procedure concluded in standard fashion. The patient was transferred to the ccu in stable condition. Information regarding the native annular diameter was not provided. Extensive calcification of the ascending aorta and near circumferential calcification of the stj was reported.

Manufacturer narrative:
Reference CAPA-20-00141.